Event description:
Information received indicates the head section is drifting down over several hours.

Manufacturer narrative:
The technician isolated the issue to the hydraulic valve. He replaced the hydraulic valve to repair the bed.